Event description:
Information received from the field notes that the atrial lead exhibited a high threshold. The atrial channel was programmed to 4.0 v, 0.8 ms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received